Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem fiber metal midcoat collarless 12/14 neck taper standard neck offset cementless size 12 standard body, pn 00784501200, ln 60428315, femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 61368537, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 61333463, bone scr 6.5x25 self-tap, pn 00625006525, ln 61233964. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04580, 0002648920-2019-00770, 0001822565-2019-04576. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left tha. Subsequently, the patient was revised approximately 9 years later due to pain, metallosis, limited mobility range of motion, tendinitis, swelling, tissue damage, heterotopic ossification, implant migration, implant fracture, pseudotumor/pseudocapsule, and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Shell deformation damage is noted to the rim and lock ring window bar is fractured. Inner spherical surface shows wear damage. Nicks and scratches are noted to the rim face. Lock ring was returned removed from the shell and is deformed and with gouge damage. No other damage was noted. The complaint is confirmed based on the evaluation of the provided medical records and returned devices. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting liner fracture and dislodgment with some metallosis. Progressive worsening pain and difficulty walking. MRI noted moderate fluid posterior to the hip continuing around the lateral aspect of the greater trochanter. Aspiration of the hip joint showed dark blood negative on culture. Patient has severe pain with range of motion. Patient is experiencing shifting and has a popping sensation although no dislocation. Tissues were very poor quality and poor turgor. A lobulated mass of dark gray tissue was identified. A small amount of fluid in the joint space that was dark and slightly clotted with blood was removed. Cultures and heterotopic tissue were sent to the lab. Inside the capsule was multiple cartilage fragments. The locking mechanism of the shell was bend and flattened. The posterior superior aspect of the cup was somewhat flattened with a small notch in the neck below the trunnion. The stem was found to be well fixed. The gluteus medius and miniumus muscles were very thin but not eroded or damaged by the metallosis reaction. During removal of the cup, some posterior superior bone thinning was noted and a large amount of the anterior posterior column was preserved but there was somewhat of a deficiency posteriorly. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.